Manufacturer narrative:
Concomitant medical products: product ID: q70a2, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant prior to discharge no capture and high thresholds were noted on the right ventricular (rv) lead. The rv lead was repositioned and remains in use. While repositioning the rv lead, it was noted that the rv screw came out of the implantable pulse generator (ipg) and remained attached to the setscrew. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.